Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working due to deflation issues caused by pump malfunction. A revision surgery was performed, upon examination fluid leakage at an unknown location was found. The device was explanted and replaced. No patient complications were reported.